Event description:
It was reported by the customer that the pyxis medstation es system drawer failed required maintenance. The drawer was inoperable at the time of the incident, preventing access to the medication needed for the patient. However, they were able to obtain the medication from an alternative station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed not detected on bus. A field service engineer identified the damaged drawer controller boards and replaced them to resolve the problem. The system was functional as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed and could not be recovered even after reboot. A field service engineer replaced the drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed required maintenance. The drawer was inoperable at the time of the incident, preventing access to the medication needed for the patient. However, they were able to obtain the medication from an alternative station. There were no adverse events or injuries reported based on this event.